Manufacturer narrative:
Gehc surgery service personnel called customer system working. Ordered column power supply and down switch assy. Installed column power \ supply and down switch. Checked movement.

Event description:
Customer reported that carm not going down.